Event description:
This device was removed due to loss of capture on the ventricular lead. The ventricular lead was replaced with a boston scientific flextend, and in both cases "the pt left the lab with ventricular thresholds in normal range and developed loss of capture later on the hospital floor. The physician states that the issue may be at the lead-myocardial interface, but wonders if there is an issue with the device." Associated devices: setrox s 53, MDR 1028232-2009-0973.